Event description:
This module was identified as an add'l suspect device for a previously reported event of iui connectors that burned during pt use. The investigation found that this module had been infusing an unspecified basic infusion at 50 ml/hr at the time of the event. Although requested, no further pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: 07/16/2014. Internal file no: (B)(4). Reference associated MFR report: 2016493-2014-00293. A review of the pcu event log indicates that during the thermal event at the iui connection, the system experienced channel disconnected alarms. After the channel disconnected alarms, the system recorded the occurrence of error code 120.4410.0 (low backup voltage failure). Visual inspection confirmed the left iui connector on pump module sn: (B)(4) had thermal damage at the same pin numbering as the first suspect device (sn: (B)(4)) and appeared to be collateral damage. This device also had contamination/corrosion on the pins of the iui connector. The iui connector had a date code of june 2007. The proximate cause for the reported issue of burned iui connectors is being attributed to the thermally damaged iui connector on the pump module. The root cause for the thermal event is not definitively known but the present of dried fluid residue observed on the device suggests fluid ingression into the connector at some point was the most likely cause.